Event description:
The device (cev134) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of this device indicated that the black plastic part is charred at the connection. The charring that occurred after the electrical arc was produced was most likely due to the presence of humidity in the connection or electrode area (poorly dried cable/ blood/ tissues, etc). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).